Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint of the thermogard displayed tcmid: 08 (coolant temp low) error message was not confirmed during the initial functional testing as the error was not replicated however was confirmed during the archive review data. The temperature sensor and microcontroller board were replaced to remedy the issue. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid: 08 error message on the customer reported event date. In addition, unrelated to the reported complaint, multiple error message tcmid:05 (coolant diff failure) observed on the customer reported event date. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a tcmid:08 (coolant temp low) error message. No known impact or patient consequence was reported. No additional information provided.